Event description:
It was reported that this right ventricular (rv) lead exhibited an exposure insulation. A lead repair kit was being used by outing a sleeve around the exposed area. The lead functions were appropriate without complications. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.